Event description:
It was reported that md was attempting to insert a central line when spring wire guide (swg) "broke off inside pt". A new insertion was attempted but md claimed end of swg "broke off in pt again". A chest x-ray was taken and was negative. Md indicated excessive force was not applied, particularly during 2nd attempt. No pt injuries or complications reported.